Event description:
A peritoneal dialysis (pd) patient experienced three to four episodes of peritonitis. The cause of the events were not reported. The patient repeatedly went to the hospital, was hospitalized and treated with unspecified injections and medication for the events. Pd therapy was continued during the treatment. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis events occurred on unreported dates from feb2023 to early mar2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.